Event description:
It was reported that the patient had twiddler syndrome. Right ventricular (rv) lead and right atrial (ra) lead were affected with insulation damage. During laser extraction of the rv lead, the patient experienced vascular damage, asystole, external pacing as a result of asystole and large blood loss with transfusion. The rv and ra leads were explanted and replaced. The left ventricular (lv) lead was dislodged during the lasering of the rv lead. The lv lead was removed and replaced. No patient complications have been reported associated with the lv lead.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).